Event description:
A malfunction was reported involving a pump displaying malfunction code malf 16, with a fault ID available. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted, and tandem technical support decided to replace the pump. The customer was instructed to put the pump into storage mode and return it using a pre-paid label within ten days, and they acknowledged these instructions.